Manufacturer narrative:
Results: glide pad.

Event description:
It was reported by service report that the bed sticks when it is raised. There was a pt involved; however, no adverse consequences were reported.